Event description:
The pt occasionally experienced a "slight pink tinge" to her urine when her device was on. She confirmed that she has seen her healthcare professional for this symptom. She also experienced a pressure on each side of the pelvic area when she sat down. It was noted that her device has been turned off for 4 months and recently turned it back on within the last 2 months. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).